Event description:
It was reported that the patient had an issue related to a drug change in the past. The patient had a bridge bolus before and had a reaction. The patient was admitted to the hospital. A manufacturing representative was asked to assist with a system content removal procedure to clear old drug out of the infusion system. The drug was changed from morphine to fentanyl and a bridge bolus was programmed. Additional information received reported that the patient was not getting the appropriate control of her chronic pain with the pump on a high dose of morphine. Additional information has been requested. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8590-1, lot # n198972, implanted: (B)(6) 2009, product type accessory. (B)(4).